Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that catheter had irrigation flow issue. When flushing was performed during preparation, the water only came out from the four holes; therefore, device was replaced. The new device was able to be flushed from 6 holes without issues. The procedure was completed succesfully without patient complications. The device is not expected to be returned for analysis.